Event description:
Consumer called to report what consumer believes are inaccurate readings which caused consumer to be hospitalized. Result of 200 on the plink and 2 hrs later needed to be hospitalized with readings of over 1600.